Event description:
It was reported that a rod slipped out of a screw head of a matrix spine construct. The matrix was originally implanted during a transforaminal lumbar interbody fusion procedure on an unknown date. The surgeon revised the patient on an unknown date. He replaced the slipped rod with a longer rod as the original rod did not extend past the screw head. He also replaced the locking cap where the slippage occurred. The screw at the slippage location was able to remain in the patient. This report is for one locking cap of unknown part number and unknown lot number. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.